Event description:
It was reported that during the implant of this lead high pacing thresholds were noted as well as a loss of pacing when positioning the lead. After repositioning the lead, the helix would not be extended. After several attempts the helix extended, but the pacing thresholds remained high. When it was attempted to reposition the lead, the helix could not be retracted. A new lead was thus used. No adverse patient effects were reported. The new lead implanted showed normal pacing thresholds. The lead was expected to be returned. Should the lead be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the implant of this lead high pacing thresholds were noted as well as a loss of pacing when positioning the lead. After repositioning the lead, the helix would not be extended. After several attempts the helix extended, but the pacing thresholds remained high. When it was attempted to reposition the lead, the helix could not be retracted. A new lead was thus used. No adverse patient effects were reported. The new lead implanted showed normal pacing thresholds. The lead was expected to be returned. Should the lead be returned analysis will be performed and this investigation will be updated.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.